Event description:
It was reported that a user of the ilet experienced sustained high blood glucose after a large meal was announced as a usual size while learning to use the pump, with values peaking at 354 mg/dl and remaining above 180 mg/dl for approximately two hours before trending downward; no device or use problem was identified and an appropriate device component term was not available. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found and a user error consistent with announcing an incorrect size meal in relation to actual carbohydrates consumed. It was concluded, based on previously established findings for similar reports, that the cause was use error.